Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The viscoelastic is not an implantable device. If explanted; give date: n/a (not applicable). The viscoelastic is not an implantable device; therefore, not explanted. Phone : (B)(6). The viscoelastic (ovd) was not returned for evaluation as not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after using viscoelastic (ovd) during cataract surgery, patient developed an endopthalmitis. Patient was under observation in another hospital. No further information available.